Manufacturer narrative:
PMA/510(k) number = pre-amendment . (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
During an unspecified procedure, it was reported that upon removal of the flexor raabe guiding sheath from the common femoral artery, the hub separated from the body of the sheath. A wire was placed through the sheath lumen in order to carefully remove the complaint device. A dilator was not inserted in the complaint device as is recommended by the manufacturer. During follow up with the complainant, it was reported approach to the superficial femoral artery was made contralaterally. The patient experienced " a little extra" blood loss; however, no additional procedures or adverse effects were reported. The procedure was successfully completed.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial event description inadvertently missed the procedure was a crossover superficial femoral artery intervention. The sheath was placed in the right common femoral artery. "They were not able to have a closing device and had to use manual pressure." Investigation evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, manufacture instructions, quality control, functional test, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was separated from the flare. The flare was slightly out of round, suggesting that the device was pulled through. Additionally, kink damage was noted at 32.5cm from the flare, suggesting evidence of force exerted during removal which might have lead to the separation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one other nonconforming event related to this failure mode. However, it was scrapped and replaced. It should be noted there were no other reported complaints for this lot number. Furthermore, a document review of the instructions for use (IFU) was performed. The IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ it goes on to say ¿insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit, then remove the wire guide.¿ the manufacturer's representative reiterated the recommended removal process to the customer. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root can be traced back to user error as the user did not insert the dilator prior to removal as a result the device was subject to forces during removal that likely lead to separation. We will continue to monitor for similar complaints. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.